Event description:
It was reported that during use of this bur in spine surgery, the cutting portion broke off the shank. The piece was retrieved and the procedure was completed with another bur. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
To date, the product has not been received for investigation. If the product is received, a follow up report will be sent. A review of this product''s history for the past 2 years shows no other reports for this type of failure.